Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported of possible phantom tones from the device. It was noted that no patient alerts have been triggered. The device remains in use. No patient complications have been reported as a result of this event.